Event description:
The reporter stated that the surgeon implanted a aa4203tl toric silicone lens. The lens was explanted in 2005. It is unknown why the lens was removed. Additional information has been requested from the user facility and none has been forthcoming.

Event description:
An aa4203tl toric silicone lens with +11.0 diopters was implanted in 06/05 with a target refraction of -1.67 diopters. Upon post-op follow up, the refraction wasnoted to be +2.50 diopters. The surgeon explanted the iol and exchanged it with another aa4203tl toric silicone lens with +14.5 diopters. Post-op follow up in 8/05 showed a refraction of -1.62, and a best corrected visual acuity of 20/20. It should be noted that the pt had a radial keratotomy procedure in the past.